Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that about 2 weeks ago he had a real bad bladder infection (uti) and the healthcare provider (hcp) put him on pills. Patient said the hcp told him to call manufacturer and put it on another program. Prior to implant he always had pain in his hip and interstim took the pain away but does not know if it was doing anything for his bladder. Patient said since a month or a month and a half, he has been having a hard time, a pretty bad time getting to the bathroom . Patient said it has not helped getting to the bathroom maybe it needs to be turn it up or they need to do something a different program. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient urine culture was collected on (B)(6) 2019 and came positive of mixed bacterial flora with no predominating type. The patient was on antibiotics. It was unclear if uti was not related to patient underlying diagnosis or device related.